Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in 2015 with their right ventricular lead switched from bipolar to unipolar due to high out of range pacing impedance. Physician waited until the generator needed to be changed to cap and replace the lead on (B)(6) 2021, since the lead was functioning well in unipolar mode. Intermittent capture and high capture threshold were also noted on the lead in bipolar mode at time of revision. Patient was stable after the procedure.